Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having issues with the sensor insertion and sensor error alert. The customer's blood glucose level was reported to be 144mg/dl. It was reported that the customer was asking if they were able to pace the needle back on the sensors if the sensors remain on the pedestal. It was reported that the customer was advised that the sensors would need to be replaced and returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.